Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula torn off. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) levels reached 380 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient complained that the pod hurt during wear. As treatment, administered boluses then replaced pod.